Event description:
Reportable based on device analysis completed on 26sep2025. It was reported that device failure to separate occurred. The target lesion was located in the abdominal aorta. A 15mm x 40cm interlock .035 was selected for use. During the procedure, it was noted that the coil could not be deployed in the delivery system, and the controllable coil was withdrawn outside the body. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a detached arm coil.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: the interlock .035 was returned for analysis. It was observed that the main coil, the introducer sheath and the delivery wire were returned. It was observed that the main coil was bent, stretched and detached at the coil arm section.